Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that the auxiliary drawer was functioning properly. A field service engineer upon arrival found no failures showing at that time. The field service engineer tested opening and closing both drawers in auxiliary 4.1 and 4.2 and was unable to identify any sticking of the drawers. The back panel was opened, and the rails were inspected, no obstructions were found, and the rails were opening and closing without issue. The station was powered down and all drawer connections for auxiliary drawer 4 were reseated due to the customer stating the drawers were sometimes showing as not detected on the bus. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer continued to stick, causing the entire drawer to not be detected on the bus. This issue had occurred for the third consecutive day, requiring the drawer to be recovered each day. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.